Manufacturer narrative:
Corrected data: d4 ¿ UDI. H3/h6: the device was not returned for analysis. No previous repairs were noted within the last 12 months. The history log was not provided. Since the product was not returned, no evidence was provided for review, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Based on the review of the service history and information provided from the customer, the investigation was unable to determine a probable cause of the reported issue.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 4176-004. The event occurred during testing. There was no patient involvement and no patient harm.